Manufacturer narrative:
A customer in (B)(6) contacted biomérieux to report discrepant organism identifications in association with the vitek® 2 gram-negative (gn) identification (ID) test kit. The gn lot tested with the misidentification: 241330040. An internal biomérieux investigation was initiated. The results are as follows: customer results: the lab report showed seven (7) atypical reactions for s. Maltophilia (4 atypical negative; 3 atypical positive) according to the gn knowledge base (negative = bglu, lip, phos, ggaa and positive = dcel, agltp, dglu). No information was available regarding the customer's set up procedure. Investigation conclusion: an increased number of atypical reactions can indicate the following: contamination, mixed culture, use of non-recommended media, user set up errors, an atypical strain. In conclusion, a complaint history review was completed for this issue during the last 13 month timeframe with no implication of a trend. Initial qc performance testing was reviewed for vitek® 2 gram-negative (gn) ID test kit lot 241330040. The lot passed on initial qc performance testing. There were no issues observed on initial qc performance testing. Without the strain or raw data it's not possible to further evaluate the cause of the misidentification. No further actions deemed necessary.

Manufacturer narrative:
This report was initially submitted due to vitek® 2 gn ID misidentification of a gram-negative rod as acinetobacter baumannii. Subsequent testing at the customer site by the biomérieux account specialist indicated the strain was proteus mirabilis. Biomérieux investigation was conducted. Review of the lab report associated with the patient isolate showed four (4) atypical reactions (1 negative, 3 positive) for proteus mirabilis according to the gn ID knowledge base (negative = h2s and positive = dmne, dcel, mnt). An increased number of atypical reactions can indicate contamination, mixed culture, use of non-recommended media or other user set-up error, or an atypical strain. Evaluation of the manufacturing qc records for gn ID lot 241318240 indicates the lot passed on initial qc performance testing. There were no issues observed. As the gn ID card lot used at the customer site had expired at the time of investigation, two random lots were used for investigational purposes. Both lots obtained excellent identification calls of proteus mirabilis. Api® 20e provided a result of proteus mirabilis with a 99.9% confidence level, confirming the vitek® 2 result to be correct. The investigation did not reproduce the misidentification observed by the customer. The investigation concluded the vitek® 2 gn ID card is performing as expected.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomerieux to report a discrepant organism identification in association with the vitek 2 gram-negative (gn) identification (ID) test kit. The isolate was sent to a reference laboratory (funed) for confirmatory testing. Initial customer ID: (B)(6). Repeat test: proteus mirabilis. Funed ID: escherichia coli. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to the patient's state of health. Culture submittal was requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.